Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. The customer treated with a snack. The customer declined to troubleshoot. The customer also reported that the blood glucose meter was not communicating with the insulin pump. The customer was assisted in programming the settings on the insulin pump to allow the blood glucose meter to communicate with insulin pump. No additional information was provided.